Event description:
It was reported that the ilet pump generated an alert 69 indicating an algorithm data parity check malfunction, after which the user was advised to revert to backup therapy and a replacement ilet was provided while the original was awaited for return. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention beyond reverting to backup therapy, and no hospitalization. Investigation included device replacement logistics and monitoring of return tracking for the original device. Investigation of this case revealed a reported algorithm malfunction consistent with an internal data parity check alert that necessitated device replacement. It was concluded that the cause was a device malfunction related to software or data integrity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.